Manufacturer narrative:
Eval - other: smiths medical's investigation into this event is very limited as the user facility did not retain the lot # or the sample involved in the event. They did give a possible lot # and the mfg records were reviewed and no problems were noted during MFR and we did not receive any other reports on the possible lot given. Without the sample, there is no way to determine if this event was due to incorrect setup, improper maintenance of the hardware, or to a device malfunction. This report has been logged for trending.